Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after insertion of the intraocular lens (iol) into the patent's eye, the surgeon noticed that near the trailing haptic there was a deformity on the lens. There was a gouge on the perimeter of the lens. The iol was cut, removed and replaced with a new iol without any adverse events for the patient. No further information was provided.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was returned at the manufacturing site in a re-sealable plastic bag. Visual inspection at 10x microscope magnification showed loose particles on the lens consistent with handling the device out of the sterile environment. Only one half of the lens was returned. The lens haptic was observed distorted/bent. The condition observed and the way the cut is formed is consistent with a lens that has been cut due to iol removal process. The customer's reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The manufacturing process record was evaluated. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. The dfu states to examine the lens thoroughly to ensure particles have not become attached to it, and examine the lens optical surfaces for other defects. As a result of the investigation there is no indication of a product quality deficiency and the reported complaint was not verified. All pertinent information available to abbott medical optics has been submitted.